Manufacturer narrative:
Eval is in progress, but not yet completed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit experienced "e03" and "eoe" error codes once ice was inserted, the unit immediately shut off. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.